Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's scs system was explanted.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000081489.

Manufacturer narrative:
It was reported to abbott a patient wanted their system explanted due to it never providing relief despite reprogramming efforts. The explant took place where all devices were removed without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.